Manufacturer narrative:
This supplemental report is being submitted to inform correction to section d7a of the initial emdr submitted. Correction to ¿d7a-single use device¿ with a response of yes. The correct response is ¿no. Please refer to section d7a for updates.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. The specific root cause of the reported problem could not be determined at this time because the device was not returned. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that there was an out of box failure for the subject single-use aspiration needle sheath did not retract. There was no harm or injury reported.

Event description:
It was reported that there was an out of box failure for the subject single-use aspiration needle sheath did not retract. There was no harm or injury reported.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will submitted when the investigation is completed or if additional information becomes available.